Manufacturer narrative:
(B)(4). This event occurred in (B)(4).

Event description:
The customer received questionable low elecsys vitamin b12 immunoassay results for multiple patient samples compared to another cobas 8000 e 801 module analyzer. The results also did not match the clinical picture for the patients. Of the data provided for 18 patient samples, only the results for two patient samples were discrepant. Patient 1 initial result was 99.50 and the repeat result was 136.00. Patient 2 initial result was 108.00 and the repeat result was 148.00. The unit of measure was requested but was not provided. Information regarding if any erroneous result was reported outside of the laboratory was requested but it was unknown. There was no allegation of an adverse event. The reagent lot number was 22638500. The expiration date was requested but was not provided. Analyzer performance testing was completed and was acceptable.

Manufacturer narrative:
The field service representative replaced the measuring cells and ran performance testing.